Manufacturer narrative:
Code was used for the cardiovascular event was there is no other code that best describes an unspecified cardiovascular event. This is one of two device reports associated with this event.

Event description:
The plaintiff's atty alleged that the pt experienced an adverse cardiovascular event and subsequently expired, which was allegedly caused by the prod that was administered to the pt for dialysis treatment.